Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a wire had become dislodged from the electrode pad and burned the patients skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was a clearly visible burn injury present at the affected site due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.